Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the posterior spine fusion surgery was performed on (B)(6) 2018 to fix l3/4/5 due to degenerative lumbar scoliosis. "The" after the surgery it was reported that the bleeding could not stop, so that the surgeon revised the screw in question on (B)(6) 2018. On (B)(6) 2018, the surgeon found the pedicle fracture. No further information was provided by the hospital.